Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge temperature monitor failed. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator temperature monitor was failed. A field service engineer (fse) crimped and greased the smart remote manager latch and tested it in hardware test application with successful results. The system functioned as intended after the field service engineer repaired the device.